Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had their ins implanted late 2016. The patient was programmed in (B)(6) 2016 on group b. The patient had been programmed on group b for a couple years. It was reported that it was really messing the patient up. After the patient had speech and walking issues they went back to the doctor and the patient was programmed down. This wasn't helping at all either. No matter when the patient was programmed up or down it didn't get better. The patient was seen again in (B)(6) 2017 and a new group, group c, was added for the patient¿s speech walking and tremors. This setting didn't last and their toes were curling up. The patient was seen again and the settings were changed to group d. The next morning the patient started to have their toes curl and a little shake on the right. The patient¿s husband was trying to show the patient how to change their settings before the patient goes to (B)(6) by themselves for a wedding. The programming got stuck on the group settings and couldn't get out or adjust it up or down. When the patient¿s husband did get it out the patient felt a surge on both hands. It was reported that every time the patient¿s husband would hit the remote the settings would go from one group to the other. The patient reportedly had issues walking and shaking 30 minutes after the surge. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.